Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During a visual inspection blood was found where the header cap screws onto the dialyzer. A leak test was then performed, with no leakage found at the connection of dialyzer and bloodline. However, a leak was found within the fibers and on the venous end of the dialyzer. Neither leak found during testing was related to the leak reported by the customer. Therefore the reported leak between the dialyzer and the bloodline was not confirmed, nor could a cause be determined. Additional information: the venous leak found during evaluation was reported through medical device report: 1416980-2013-07360.

Event description:
A patient reported that during therapy they suffered from a drop in blood pressure, due to a blood leak. The patient was connected to a xenium single-use dialyzer, via a non-baxter blood line, and there was a leak that occurred between these two products. The patient reported that they had not connected the bloodlines correctly. The blood leak caused a drop in the patient's blood pressure and they were transported to the hospital. The patient passed out at the hospital and was admitted overnight. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. Per review of the batch records, by (B)(4), no nonconformance report was documented for this lot. All release criteria were met for the build of the dialyzer lot.